Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a00r. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Sent 6/4/2019. Batch: unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please provide more event details? Was the device locked on tissue with the jaws closed? Was the red manual knife reverse switch attempted? If yes, did the red manual knife reverse switch function properly? How was the device removed? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the jaw cannot be opened after applying the staple. Procedure was not delayed due to the reported event. Unknown if the procedure was completed successfully. Unknown if fragments were generated. There were no adverse consequences for the patient.